Event description:
The tip of the needle broke free in the patient and was not removed. Back-up needle was used to complete the repair of tear 2-3cm long. This surgeon is an experienced user of this device. It is believed that the suture was getting caught or restricted between the instrument jaws and the tissue. Excessive biting force seems to restrict the movement of the free suture ends through the tissue.